Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2010, to excise an overgrowth of skin around the abutment. The implanted device remains.

Manufacturer narrative:
Implanted device remains.